Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a pump error alarm and the button was less responsive. Customer reported that the insulin pump was dropped and that could have led to pump error and keypad anomaly. Self test was performed and failed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error was present in the device trace download due to broken trace on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. Device received with cracked reservoir tube lip, moisture damage on motor assembly and moisture damage on force sensor assembly. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected lost sensor alerts, calibration anomalies or calibration not accepted messages noted during testing.